Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to the stent wraps. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a severely calcified, severely tortuous lesion. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning/advancement. It was stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related not device related. The procedure was completed using a 3.00x28mm stent. The patient was reported to be alive with no injury.